Event description:
This pi is for revision on (B)(6) 2023.patient had an index left tha on (B)(6) 2023. Patient presented with instability and dislocated the left hip on (B)(6) 2023, underwent a closed reduction. On (B)(6) 2023. The patient presented with another dislocation event, and was revised, with head and liner exchange only. The patient has another dislocation event and is revised again on (B)(6) 2023. Cup, liner, and head were exchanged to dual mobility construct.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.if additional information is received, it will be provided in a supplemental report upon completion of the investigation.